Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that back in (B)(6) 2011, the catheter was "all messed up" therefore, the patient had to have the catheter and " everything replaced". No further information regarding the event was provided. The medications being delivered were morphine and fentanyl. A follow-up report will be sent if additional information becomes available.